Manufacturer narrative:
Supplemental report 1/18/2022: device evaluation of monitor has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The cause for the failure was isolated to a defective t1 transformer on the computer/analog pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile fault).